Event description:
The catheter was found broken after the pt went to the bathroom and washed his hands.

Manufacturer narrative:
Results: received one used sample for the investigation. Our quality engineer visually and microscopically inspected the returned sample and confirmed the catheter was broken. The device history was reviewed for the reported lot number and no irregularities were noted during the lot's manufacture. Conclusions: the engineer concluded that jagged edges and "v-shaped" pattern were observed at the area of the break. This is conclusive evidence that the catheter tubing was speared by the cannula. The engineer also confirmed that the tubing was properly flared. The elongation observed at the tubing indicates an excessive force was applied to detach the tubing from the adapter. (B)(4).